Manufacturer narrative:
The samples were collected in bd heparinized plasma tubes which were then centrifuged for 5 minutes at 3500 rpm in 20 degrees celsius. The customer notes that there were no issues with sample quality such as hemolysis, lipemia or low volume. All of the system parameters (qc, calibrations and system checks) were performing within assay/instrument specifications prior to the event. A calibration curve for accutni performed on (B)(6) 2013 passed with satisfactory %cvs. A routine system check was performed on (B)(6) 2013 which passed within instrument specifications. Assay qc was performed after the erroneous patient results were obtained, which failed. The customer also noted that they had obtained sample counts outside limits and wash valve/pump motion errors. The customer is unsure exactly when these errors occurred in relation to the erroneous results obtained (i.e. Whether they were prior, during or after). A bec field service engineer (fse) was dispatched on (B)(6) 2013 for this event. The fse reproduced the wash valve/pump motion errors and discovered that the substrate probe was not fully locked into place. The fse replaced it with a new probe. The fse also found that the main pipettor was valve was leaking. The fse replaced it with a new valve. The errors were resolved after the fse replaced the wash pump belt. The fse also performed a major preventive maintenance (pm) on the instrument. A routine system check and assay qc was performed; all results were within assay and instrument specifications. In conclusion, multiple hardware parts contributed to this event therefore, hardware is the cause of this event.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off for two (2) patients generated on the access 2 immunoassay portion of the unicel dxc 600i synchron access clinical immunoassay system. Subsequent testing on the same analyzer produced lower results however they were still above the ami cut-off but outside of the assay's stated precision claim of 8%. The customer then reanalyzed the samples on an alternate analyzer which produced lower results within the normal reference range for both of the patients. One patient's result was released from the laboratory prior to reanalysis; however, there was no change to or impact to patient treatment for either of the patients.